Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure for a patient dx with severe critical limb ischemia [cli], the marker band on a support catheter detached within the patients anterior tibial [at] artery. The procedure was a limb salvage attempt of the patient's right leg. Access was acquired via right dorsalis pedis [dp] due to the femoral approach being severely diseased and partially occluded. The physician had successfully acquired purchase with a guidewire and a small peripheral balloon. After the angioplasty, the physician noticed under fluoro that a marker band was missing from the distal end of the support catheter. The physician attempted to first snare the marker band with a vascular snare device but was unsuccessful. The physician made the decision to just angioplasty [pin] the marker band within the patients at. The physician was not concerned about removing the marker band because of the late stage of the patient's cli. It was highly unlikely that the marker band would have contributed to an already diseased distal periphery. Post-procedure, angiograms verified that the marker band remains within the severely diseased at artery. The reperfusion attempt of the patient's right at artery was somewhat successful however, the patient will need a right leg, below-the-knee [btk] amputation next year [2019], due to the advanced stages of the cli disease. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.